Event description:
It was reported that the sales rep discovered that implant (B)(4) lot code sb3jf1 was expired on 11/11. Product was not used in the case.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.